Manufacturer narrative:
Details of complaint: the customer reported that all the transmitters associated with one multiple patient receiver (org) were not showing at the central nurse's station (cns). No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that comm loss was occurring on one of their org's and on the entirety of their .20 segment which was where the org in question located. Ticket 86680, which was opened around the same time to address the overall issue of comm loss on the .20 segment, reported that the cause was due to a user unplugging the host 1000 server, resulting in comm loss of the entire segment. As such, the root cause is related to human factors and is deemed to be an isolated incident. Further review into the complaint history of the customer revealed no further issues regarding comm loss due to users improperly unplugging power to their servers. The issue is unlikely to be related to a failure of the org in question. A CAPA is not warranted.

Event description:
The customer reported that all the transmitters associated with one multiple patient receiver (org) were not showing at the central nurse's station (cns).

Manufacturer narrative:
The customer reported that all of their transmitters that are associated with one multiple patient receiver (org) are not showing on the central nurse's station (cns). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a cns was used in conjunction with the org, and ais not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that all of their transmitters that are associated with one multiple patient receiver (org) are not showing on the central nurse's station (cns).